Manufacturer narrative:
The customer observed smoke coming from the top left of the cell-dyn sapphire analyzer. The customer returned the motion control power supply, part number 8405700302 to aid in the investigation. A review of complaints for this issue did not identify any trends or complaints associated with the part number or the instrument base. Examination of the returned part found no specific or visible burnt area in the electrical components inside the power supply; however, there was an excessive amount of dust/dirt inside the power supply. A review of labeling shows the cell-dyn sapphire operator's manual addresses power specifications, electrical hazards, and troubleshooting of the issue. Based on this investigation no product deficiency was identified for the cell-dyn sapphire, serial number (B)(4), or the motion control power supply assembly, part number 8405700302.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed smoke coming from the top left of the cell-dyn sapphire analyzer. The instrument was powered down and disconnected from the power source. There was no personal injury, impact to patient management, or facility damage reported.